Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 498 mg/dl and high ketones. Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, (B)(6) 2026 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.